Event description:
Dealer advised that "right motor does not always turn and can cause the chair to drive in circles. The left motor gets hot." No reports of personal injury at this time. No reports of property damage at this time. Replacement motor/gearboxes on (B)(4).

Manufacturer narrative:
(B)(4). MDR filed late due to the launching of trackwise update. No RMA has been initiated for this issue. Model tdxsc2-cg, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1149267 rev f (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.